Event description:
There was no pt involved in this event. This device malfunctioned because the green status indicator was not flashing. A device in this fault mode, if left unattended could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on 11th apr 2010 and operated successfully until 19th dec 2010. On 26th dec 2010 the device failed a weekly auto self-test due to a low battery, the temp at the time was -6.2 degrees celsius. There were fluctuations in voltage recorded in the history log which resulted in numerous self-test fails between the 1st may 2011 and the 20th jun 2012. These fluctuations in voltage may suggest a failure of the battery terminal pogo-pins. During testing of the device it was observed that when the device powered off, it did so with the green status led dimly lit between flashes. The current drain of the device was measured and was found to be excessive. This would indicate a fault with the device membrane, and is likely due to the green status led being dimly lit between flashes. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.